Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 12:00 am, the cgm displayed 108 mg/dl, and there was no alert at this time. While in the kitchen, he began feeling dizzy and attempted to lie down on the kitchen floor but later tried to move to the bathroom, where he fell and then crawled to his mother¿s room. He subsequently lost consciousness and was found unresponsive by his mother. A manual fingerstick test showed a blood glucose level of 15 mg/dl. He was given cranberry juice and peach juice, and he regained consciousness approximately 15 minutes later. A repeat fingerstick measured 200 mg/dl; no corresponding cgm value was recorded. The parent chose not to remove the sensor since cgm readings began aligning with fingerstick results following recovery. No cgm or bg values were to specified. No higher level of medical care was required, and the patient was doing well afterward. At the time of the report the patient as doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.